Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the ht70 ventilator not getting started. Patient involvement is not known.

Manufacturer narrative:
Covidien reference number: (B)(4). A non-covidien service provider inspected the device and found the ventilator was not ventilating properly. The service provider found the o2 sensor failed and needs to be replaced.

Event description:
It was reported that the issue occurred during set up.